Event description:
Per facility contact, we had an incident with a 3fr PICC and the guide wire inside the kit (not the one inside the line). It allegedly got stuck inside the patient's arm. The vessel was easily accessed with the long needle in th kit and then the guide wire threaded in but stopped half-way. We then tried to pull the guide wire out of the needle but it wa hung up. We did not try to pull it out of th needle and more butt removed the needle and guide wire in one unit. After the needle was outside of the skin, the guide wire then began to allegedly unravel and would not come out of the patient's arm. We then had to consult mds of course but ultimately, this guide wire reportedly made an actual knot in the subcutaneus tissue and remains there event after the mds attempted to remove it. They have chosen not to remove it surgically at this point because it is in the subcutaneous tissue and not the vessel.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information , the complaint / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The complaint was confirmed and the cause is use related. The product returned for evaluation was a 0.018" guidewire. The investigation findings are consistent with damage caused by retraction of the guidewire against the bevel of the introducer needle. Evaluation of the returned sample showed that the guidewire was broken and the coil wire was unraveled. It appeared that the inner core wire had broken which allowed the outer coil wire surrounding it to unravel. Microscopic examination of the fracture sites revealed shearing of the wire at the break which is indicative of direct contact with a hard edged instrument (such as an introducer needle). This is consistent with the complaint's description, "we then tried to pull the guide wire out of the needle but it was hung up." The guidewire must never be retracted back against the needle as this can cause damage to the needle/guidewire. An examination of the wire structure revealed no potential damage/defect related to manufacture of the product. A warning regarding retraction of th wire though the needle is provided in the IFU. A lot history review (lhr) of rezd0176 showed no other similar product complaint(s) from these lot numbers.